Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support and was instructed to continue using the pump, with advice to call back if the malfunction recurred, which it did not after the reset.